Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed broken on posterior side assessed as surgical impact opening. Shell thickness within specification. Additional observations: ¿ observed stress marks on the device.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, and rupture". This record is for the left-side. Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, and rupture". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02may2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, and rupture". This record is for the left-side. Device has been explanted.